Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: cook was notified of this event through an excel spreadsheet supplied by (B)(4) clinic. A patient underwent endovascular repair on (B)(6) 2016 where a zteg and a custom made branched device (cmd) were implanted. The zteg device and the cmd separated, and it is reported that on (B)(6) 2020 a zta-p-40-167-w (complaint device) was implanted to treat the separation. On (B)(6) 2021, the patient was transferred from an outside hospital with symptomatic separation of the zta from cmd, due to other comorbidities, no intervention was performed. The patient was discharged to home with blood pressure control. This complaint is related to wca complaint (B)(4) (branched cmd) and wce complaint (B)(4) (zteg-2pt-40-158-pf-us separation). Ctas and angiography from (B)(6) 2015 and to (B)(6) 2021 including pre-procedure, post-procedure and follow-up imaging, and procedural angiography packages were provided for the investigation. On follow-up cta of (B)(6) 2019 the following measurements were observed: maximum thoracic aortic aneurysm diameter was 54.1mm mm and the maximum localized aortic angulation was 123 ¿ degrees. Per clinical assessment the separation between the zta and cmd is confirmed on the images of (B)(6) 2021. On follow-up cta of (B)(6) 2019 the maximum aortic angulation was measured to 123 degrees and the instruction for use states "no localized angulation should be larger than 45 degrees." Review of device history record gave no indication of the device being produced outside of specifications. Based on the provided information, and the findings during the investigation, angulation in patient anatomy potentially contributed to the separation between the zta and cmd. In addition, according to the IFU, the zenith alpha graft is a two pieces cylindrical endovascular graft. The proximal component may be used independently or in combination with a distal component. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): unknown. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: component separation. On (B)(6) 2016: index procedure: cook 4-vessel custom branched endograft with taa proximal extension (zteg, esbe and tbe). On (B)(6) 2020: component separation between the custom endograft and taa extension -> repaired with alpha ((B)(4)). On (B)(6) 2021: patient was transferred from an outside hospital with symptomatic taaa/separation of alpha graft from custom endograft -> due to other comorbidities, no intervention was performed ((B)(4)). Patient outcome: no intervention was performed due to comorbidities. Patient was discharged to home with bp control. The patient did not have any additional procedures due to this occurrence.